Event description:
The customer reported, the system is intermittently shutting down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated connectors. System operates as intended. (B) (4).